Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens haptic got caught in the end of the nozzle resulting in the lens being implanted in a damaged condition necessitating its removal from the eye. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. A back-up lens was implanted successfully during the original surgery session. There was no harm/injury to the patient as a result of the event. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 113228969 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 113228969. The additional information received identifies that while ovd was inserted into the injector with the injector remaining in the blister tray, the injector was removed from the blister tray prior to the flaps being secured. This is a deviation from the IFU, which states that the injector should remain in the blister tray until ovd is inserted and the flaps secured via the double click. The action of removing the injector from the blister tray to close the flaps could have resulted in the lens position within the cartridge to become improperly placed leading to the reported ejection issue/damaged lens.

Event description:
On 30th september 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens haptic got caught in the end of the nozzle resulting in the lens being implanted in a damaged condition necessitating its removal from the eye.